Event description:
It was reported an issue with novosyn suture. The customer reported that opened the packaging and found that there were only thread without needles, and the outer box ref of the product was c0088730, batch number 724145, but the ref of the single packaging was c0058645, batch number 724145. The hospital has not ordered the product c0058645. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 unopened pouch of the product 0058645 and batch 724145. We assume that the operation of clean line was not performed correctly and one unit of the product 0058645 and batch 724145 was packed in a box labeled as c0088730 with batch 724145. As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. The personnel involved have been informed of this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the clean line operation between the two manufacturing orders during the product conditioning in the manufacturing line was not performed correctly. Final conclusion: considering that the product received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.